Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Subsequently, the customer's blood glucose level lowered to 40 mg/dl. The customer consumed carbohydrates to resolve the issue. Recommendation was made to consult with health care provider regarding diabetes management. Additionally, the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy.